Event description:
Information was received from a manufacturer's representative regarding an implantable device. They stated that during a trial procedure, high impedances were experienced along with no parasthesia during interop testing with the lead. That lead was explanted and discarded. A second lead kit was opened from which the lead worked but the curved touhy needle would not seal to the loss of resistance syringe. The needle will be returned for analysis. The cause of the issue was not known, but troubleshooting was performed by testing another lead that worked and testing the syringe on the straight needle which worked. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown (serial: unknown); product type: 0217-unknown; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6); product type: 0215-screening device; implant date (B)(6) 2026; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.